Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was admitted to the hospital for a percutaneous coronary intervention (pci). It was noted that the patient had received a shock days before being admitted. A follow up was performed and inappropriate shock therapy was confirmed as well as a rise in pace impedance measurements. An x-ray showed that this right ventricular (rv) lead was fractured at the subclavian region and noise was reproduced with arm movement. The device was reprogrammed with the duration extended as the physician did not want to turn tachycardia therapy off. A new lead will be added at a later date. No adverse patient effects were reported.